Event description:
Baxter received a report that operating table saturn select 3.01 had leg frame moving on its own. This occurred during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.